Event description:
Reporter alleged that device is not delivering insulin properly. Reporter stated that pt's blood glucose is increasing with each bolus. Device had generated an electronic error, but error was clearable. No treatment was received.